Event description:
My dexcom g6 sensor inserter failed to release when I pushed the button which inserts the needle and sensor wire into my body. I used a wooden spoon to hit the sensor inserter which dislodged it. FDA safety report ID # (B)(4).